Event description:
As reported to coloplast though not verified, report of erosion, pain, extrusion and other complocations. Revision surgery was perfomed on (B)(6) 2011 and mesh was removed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.